Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted during testing. The insulin pump was received with minor scratches on lcd window. The insulin pump was received with broken reservoir tube lip and battery tube threads. The insulin pump was received with corroded battery tube. (B)(4).

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 77 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.